Event description:
It was reported that the customer's device emitted smoke and appeared to have burned components on the system and user interface pcb assemblies. This failure could potentially prohibit some critical functionality on the device. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.